Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the computer had been replaced on the system while trying to figure out the cause of these issues.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Evaluation codes that apply to this testing: 10, 213, 4315. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar procedure that the imaging spins was not initiating and the imaging system displayed a warning that it lost the connection with the navigation system. After depressing the hand-switch again, the spin completed with no issues. After looking at previous logs for the imaging system from previous cases, a manufacturer representative (rep) found that the imaging system was sending out the signal correctly but it was not getting a response in time from the navigation system and that was causing a time-out, indicating the issue was on the side of the navigation system. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Onsite analysis of the system found no failures with the system and the issue could not be replicated. The computer was replaced in hopes to prevent the issue from reoccurring even though it was unable to be replicated via analysis by representatives. If information is provided in the future, a supplemental report will be issued.